Event description:
The dexcom 7 monitor is not syncing with my sensors. I threw away three sensors and then I found out that it was a monitor problem by receiving a letter from my pharmacy, (B)(6). I don't have a way to monitor my glucose levels and am not sure what the next step should be. I will make my doctor aware today. Not sure there is more to say other than I need a new dexcom 7 receiver. This is a healthcare issue that never should have happened. We tried three times to sync the receiver with the sensors and the receiver failed each time. Reference report: mw5173369, mw5173370. Pt code: 4582. Device code: 2900.